Manufacturer narrative:
Pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one winding former with a suture and one detached needle that pertained to the product code vcp433h. During visual inspection of the sample returned, it was noted that the end of the suture was trapped in the tab of the winding former. This caused the needle to be detached from the suture. The suture was dispensed and no breakage sutures were observed during the evaluation. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, the indispensable suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a breast reconstruction surgery on (B)(6)2024 and suture was used. The suture was broken when the surgeon attempted to sew subcutaneous tissue. Changed to another two to continue the surgery and the suture was broken when the surgeon attempted to sew skin. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.¿